Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Reich mm, pozzi ng, brumberg j, astrom m, volkmann j, isaias iu. Reply: clinical approach to delayed-onset cerebellar impairment following deep brain stimulation for tremor. Brain (2017) i40. Doi: 10.1093/brain/awx038. Reported events: 2 patients with deep brain stimulation (dbs) for tremor suffered from a delayed-onset of progressive cerebellar symptoms six months (range: 2-20 months) after dbs activation. Short pulse-width (30¿ dramatically improved gait ataxia in all patients acutely and after two weeks follow-up. Tremor remained well controlled irrespective of pulse duration. Information indicated that these patients required a hardware exchange due to the new programming to resolve these symptoms. There was no specific device information provided in the article pertaining to these patients.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the author reported the adverse events were directly related to the neurostimulation in the thalamic area. It was stated that all devices remained implanted as a device exchange was not required after reprogramming to 30s.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the author reported that these patients were not implanted with medtronic devices.